Event description:
It was reported that the tube on the baerveldt shunt split during threading or tying off after insertion. The fully implanted shunt, which contacted the patient¿s left eye, was replaced with another baerveldt shunt during the same procedure to complete the operation. There was no patient injury, and no unplanned sutures were required. No additional information was provided.

Manufacturer narrative:
Section a5, a6: unknown, not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.